Event description:
Pt reported experiencing high blood glucose (>600 mg/dl). When the device's history was checked, the total amount of insulin since midnight displayed 0.0. Pt reported that the bolus history shows a 1.1u bolus; however, her bolus increment is set at 0.5u. Pt stated that she had not put the device into stop mode or set a temporary basal rate. Pt reported smelling insulin, but was unable to find any evidence of insulin leakage. No treatment was rec'd.